Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultrasmart meter was too complicated to use. The medical surveillance specialist (mss) spoke to the pt at about 11 days later, and was able to obtain/verify info. The pt alleged an "apply sample" issue with her meter and supplies. The pt tests her blood glucose twice a day. She tests in the morning and in the afternoon. She manages her diabetes with metformin taken twice a day. The pt informed the mss that she has had the reported meter for several months and stopped using the device a few months ago because it was too complicated and at times she could not get a meter reading. The pt informed the mss that there were times when she applied blood to her test strips but could not get a meter reading. On an unk date/time after she stopped testing, the pt claimed that she developed symptoms of feeling shaky and nervous. The pt administered self-treatment by consuming a glucose tablet which helped to relieve her symptoms. The pt did not have another meter to test with during the time of concern. The reported meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.